Manufacturer narrative:
Patient¿s weight was not provided. The referenced pump exchange due to pump stoppages was reported under medwatch MFR report #2916596-2017-02404. (B)(4). Approximate age of device ¿ 1 year and 1 month. Device evaluation: the pump, vad-61341, was returned assembled with driveline cut approximately 7.5¿ from the pump housing and the severed portion of driveline, measuring approximately 31" in length, was returned. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a non-laminated deposition situated around the outlet bearing ball. The deposition was not adhered to any surface, and the structure of the deposition and lack of laminated layering suggests that it did not form at this location. The outlet bearing ball was seated properly in the bore of the proximal-side of the outlet stator. The surface of the bearing ball revealed no defects or anomalies related to wear or damage. Although the deposition¿s origins and duration of time for which it was present in this area cannot be conclusively determined, the lack of circumferential contact marks on the outlet bearing cup, suggest that deposition was not present in the outlet stator for an extended period of time while the pump was operating, and would not have likely contributed to any functional issues. The remaining pump blood-contacting surfaces were free of any adhered thrombus formations or deposition. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent a pump exchange on (B)(6) 2017 due to pump stoppages on power module support post distal end percutaneous lead (driveline) replacement. Upon analysis of the returned pump, thrombus was observed in the outlet stator. Concern for thrombosis was not previously reported to the manufacturer. No further information was provided.